Event description:
It was reported the patient underwent a drg system trial from (B)(6) 2017. During the trial the patient complained of right shoulder pain and weakness, subsequently the patient was admitted to the hospital on (B)(6) 2017. Reportedly, the patient passed away on (B)(6) 2017 of heart failure.